Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. However, functionality testing of the electrodes found the pads able to successfully perform the 30 joule self test. There were no physical discrepancies found. The chip reader correctly identified the type of pads and the manufacture date of the pads. This report is being closed as no faults found. The electrode pads were scrapped as a precaution. Analysis of reports of this type has not identified an increase in trend.